Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/07/2025, a sales representative reported via (B)(4) that an ar-8330h shaver hp had a piece of a broken tip of an ar-8400td torpedo that could have broken off and fallen inside. The issue was discovered during the surgery. Another device was swapped, and the case was completed without adverse effects on the patient. X-rays were taken, and there were no pieces of the broken device inside the patient. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to allowing the rotating portion to touch any metallic object during use, that damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo.